Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-12. H6: investigation summary one representative sample was received by our quality team for evaluation. The sample was subjected to visual inspection. Lube was observed on the cannula hub and the needle cap after needle activation. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The probable root cause for the adapter to keep slipping out could be due to lubricant migration to the cannula hub which occur with age. The lubrication reduced the friction of interference fit between the cannula hub luer and the sarstedt adapter and hence resulted in the disconnection. The machine history has been reviewed and no abnormality was observed. Lubricant applied at the needle cap are within the limits established. Based on the current product design, lubricant is applied to ease needle separation, the migration of lubricant from the needle cap to the cannula hub cannot be completely eliminated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that venflon pro safety 18ga 1.3mm od 45mm l leaked. The following information was provided by the initial reporter: "¿while drawing up blood, the sarstedt adapter (used for closed blood collection) slips out of the luer-end of the cannula. This causes contamination with blood. Maybe there is too much silicone at the luer end of the cannula?¿ we will be receiving samples, I´ll let you know as soon as I have them."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that venflon pro safety 18ga 1.3mm od 45mm l leaked. The following information was provided by the initial reporter: "while drawing up blood, the sarstedt adapter (used for closed blood collection) slips out of the luer-end of the cannula. This causes contamination with blood. Maybe there is too much silicone at the luer end of the cannula?¿ we will be receiving samples, I´ll let you know as soon as I have them."